Event description:
Pt stated that the end of the catheter "broke off." Repaired by a physician in ER. There were no adverse effects to the pt. Pt followed safety instructions as given by the home care nurse.